Event description:
It was reported that in central processing, a broken cable was observed on the mega suturecut needle driver instrument. There was no report of fragments falling into the patient. There was no patient harm, adverse outcome or injury reported.

Manufacturer narrative:
The instrument was returned and evaluated. Failure analysis investigation found the instrument's grip cable was frayed at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's grip cable was derailed. One grip cable was derailed at the distal clevis hub. The cable segment stuck out at the wrist. The distal clevis hub did not exhibit any wear. The other cables at the wrist were not damaged. Failure analysis investigation also found the instrument's roll bearing exhibited orange colored residue. No other damage was found. Failure analysis concluded that the orange colored residue was corrosion and contamination and was due to improper cleaning. The reprocessing instructions under cleaning, disinfection, and sterilization general information section specifically states: warning: read all instructions carefully. Failure to properly follow instructions may cause improper functioning of the device. The customer reported complaint does not in itself constitute a MDR reportable event; however; the frayed cable if to recur could cause or contribute to an adverse event.